Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is not feeling stimulation so they were educated on stimulation and it was adjusted. The issue was resolved at the time of the report. The patient also mentioned the batteries are low and they had difficulty keeping the left side active. Education was given on the controller and the patient reports feeling stimulation in their tailbone. No further patient complications have been reported as a result of this event.